Event description:
Adverse event: allergic synovitis. On (B)(6) 2012 - a (B)(6) male pt received first injection of artz dispo to the left knee for lateral meniscus injury. On (B)(6) 2012 - he received fourth or fifth injection of artz dispo. On (B)(6) 2012 - he visited the emergency dept. On (B)(6) 2012 - he was admitted to the hosp. He received intravenously cefamezin (cefazolin) 4 g. On (B)(6) 2012 - he was discharged from the hosp. On (B)(6) 2012 - he recovered at the outpatient visit. The physician considered the event was probably related to artz dispo. The physician considered this adverse event was allergic synovitis and unlikely to be infection. He doesn't suspect product's quality.

Manufacturer narrative:
This case was initially received as non-serious case on (B)(4) 2012. We are now investigating this case.